Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported a touch screen failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The oxygen flow accuracy test was also found to have failed. The service technician replaced the touch screen and flow sensor and the reported problems were resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 11may2020. B4: 12may2020. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to components (ul_lr and ur_ll) drifting out of specification. Fault is found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.